Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The 2.75x15mm trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous distal right coronary artery (rca). During unpackaging of the 2.75x15mm trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully pre-dilatate the lesion. During advancement of the 2.5x18mm mini vision stent delivery system (sds) onto the guide wire, although no resistance was noted, the sds shaft separated. As the sds had not entered the patient, it was easily removed from the guide wire without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another 2.5x18mm mini vision sds was used to successfully complete the procedure. There was no additional information provided.